Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was experiencing high blood glucose at the time of the call. Blood glucose value was 520 mg/dl. The customer also reported that the insulin pump seems to have a delivery anomaly. The customer stated that after a dual wave bolus the device would administer 1 extra unit of insulin but it is not recorded in the bolus history. Customer stated he did not program a larger fixed prime amount than required and did not manipulate the reservoir while connected. Customer stated that the high blood glucose was due to having scar tissue. Customer would discuss issues with endocrinologist.